Event description:
It was reported on 12-may-2026 that the patient experienced high blood glucose level to 300 mg/dl and treated with correction bolus via insulin pump. Patient reported bleeding at insertion site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.